Event description:
Reporter stated that a neonate arterial sample, when tested wtih the suspect device, measured 100 mg/dl. An add'l arterial sample was obtained from the same pt (within 15 minutes) and when tested in the facility's lab, measured 51 mg/dl. Reporter noted that another comparison was performed, using the neonate's capillary blood (heel stick), with results of 72 mg/dl, on the suspect device, and 31 mg/dl, in the facility's lab. Reporter did not indicate if pt was treated based on the results obtained on the suspect device. Reporter stated that pt is currently being treated with intravenous fluids, glucose, and is receiving red blood cells. Reporter noted that pt samples may have hemolyzed, prior to testing. Pt's current condition: "not doing well." Quality control testing had reportedly been performed on the system, and the results fell within the acceptable range. No product was returned to the MFR for eval.